Event description:
The patient alleging that their one touch ultra meter was reading inaccurately high. The patient obtained a result of 330 mg/dl on the reported meter while having no symptoms of high or low blood glucose level. They took oral diabetes medication following use of the meter. They went to their doctor and was advised to get the meter replaced. They received no treatment. No results obtained by the doctor were provided. There is no indication that they experienced injury and medical intervention. The meter, test strips, and control solution were replaced.